Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was initially reported that the patient wanted ¿help or am going to rip this thing out of my back. I been up all night in pain and if someone doesn¿t listen soon I going to lose it.¿ the patient was taking up to 21 mg of dilaudid every four hours, the patient¿s implant was on her side not her back, and had pain at the implant site since implant, which limited the way the patient slept. The patient had the device adjusted 7-8 times and had given up on using it. The patient was very limited to pain medication, was sometimes in more pain than others, and needed some kind of pain regulation. It was noted that the implant was nothing like the trial; the patient had never gotten the results from the implant that she got from the trial. The patient used to be able to do four dishes, now she could only do three. The patient wanted the device removed and it was indicated that the patient was told the leads could not be removed. It was noted that the patient had numbness on her right side, which she had all her life due to a birth defect known as syringomyelia, and had taken some falls because of it. The patient was on a patch that she changed every two days and was currently not on a patch, she was on oxycontin and morphine. It was noted that the patient¿s doctor did not know why the device was put in, as the patient was not a good candidate. Additional information received reported that the device made her issues worse and the device was not effective since implant. Additional information received reported the previously reported syringomyelia caused the patient to have tremors and have a ¿fall risk¿ and to fall down a lot. Because of this the patient did not think she was a good candidate for spinal cord stimulation therapy. It was reported the patient met with her manufacturer representative a couple times last month and discussed having the system removed. It was reported the patient had 2 different kinds of leads reported. The patient discussed removal of the system with her health care provider (hcp) who told her that he could remove the implantable neurostimulator (ins) but not the leads. Additional information received reported the patient fell down a lot and when she fell a couple of months ago her ins moved. It was recommended by the patient¿s hcp to remove the ins. The patient could not turn to her left or right and was not sure if this was because the leads had moved. The patient was not able to lay on her side. Additional information has been requested but was not available as of the date of this report.